Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected. During procedure, after application during pulmonary vein isolation, the catheter was withdrawn from the body once. Following mapping, when the catheter was reinserted for reuse, the guidewire could not advance beyond a certain point. Upon removal from the body, a kink was observed in the shaft, so the catheter was replaced. Changing the deployment state did not resolve the issue. The same guidewire was used. There were no patient complications.